Manufacturer narrative:
Device was not made available.

Event description:
Womancare global was notified by an (B)(6) user site of the ipas manual vacuum aspirator (mva) and ipas easy grip cannulae that a serious adverse event occurred on (B)(6) 2015. The (B)(6) health professional communicated that a patient had an uterine aspiration procedure at 8 weeks gestational age under a paracervical block. At the end of the procedure, a uterine perforation had occurred. The woman was to undergo a tubal ligation as a contraceptive method. Direct visualization of the fundal perforation was performed. Though there was no bleeding from the perforation site, a stitch was secured by a gynecologist during the tubal ligation procedure. The patient did not require hospitalization. The patient was reported to be stable and doing fine.